Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost access to sound with the device. In situ measurements showed that the device had malfunctioned. Re-implantation is considered, a surgery date is not set at this time.

Manufacturer narrative:
Conclusion: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary, however the device is not available for investigation. This is a final report.

Event description:
The patient lost access to sound with the cochlear implant.